Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a bipolar impedance warning on the day of implant with the most recent measurement being within the expected range. The ra lead remains in use. No patient complications have been reported as a result of this event.